Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was over 500 mg/dl. Customer delivered a correction bolus on the pump to address the elevated bg level. Reportedly, the customer was able to clear the alarm and resume insulin therapy.